Manufacturer narrative:
(B)(4) date sent: 7/7/2016. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: surgeon shared that the patient was female with a (B)(6). The first firing was attempted to be completed with a green reload. The case was done robotically so the first assist fired the device. The fa fired the device and there was no sound or movement of the device at all. The device was reloaded and fired successfully with a green reload and one layer of buttressing. The second and third firing were completed with green reloads and double buttressing material and malformed staples were identified. The surgeon noted that the motor had an extremely labored sound during firing. The surgeon over-sewed the staple lines with malformed staples. The surgeon uses a 36 bougie and staples approximately 4-5cm lateral to the antrum. Potential causes were shared with the surgeon to include thick tissue/cartridge selection.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon used gst for multiple firings and noticed that the middle row of staples from the green reloads did not form a b on the patient side and specimen side and the surgeon had to over sew the staple line. Pulled a second gun for the second, third and fourth firing and the same thing happened; the middle row had half formed b's on both the specimens and patient side. The surgeon pulled a third gun to finish the case. The surgeon noted that he felt that the first and second gun sounded like the battery was dying and did not have much power behind it. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 8/16/2016. Batch # n54w93. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Intra-operative photos were received. The photos provided all show different angles of dimpled crown staples. There exists double buttressing in the shots. Although some dimpled crowns can be seen having been delivered into the tissue, the remaining portion of the staple cannot be seen nor evaluated. Based on the photo evidence dimpled crowns can be seen. Unfortunately, the existence of dimpled crowns does not mean that the staples did not achieve a good b-form shape. The staples are considered malformed, the result of which could be due to a due to a combination of variables to include tissue thickness and/or density.